Manufacturer narrative:
No service was dispatched for this event. A definitive root cause has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 "no value" cardiac troponin (accutni) results with indeterminate (ind) instrument flags were generated on an access 2 immunoassay system for two patient samples. Erroneous results were not released from the laboratory and hence there were no deaths, serious injuries or modifications to patient treatment associated or attributed to this event. No patient information, instrument system check information or sample preparation/handling information was provided by the customer. A review of customer supplied system data revealed that the s0 calibrator relative light units (rlus) at the time of the event were approximately 2 times higher than in-house quality control release data.